Event description:
The caller reported a cartridge alarm on their tandem mobi device, which occurred during the cartridge load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully. As the original cartridge could not be reloaded, technical support assisted the caller in loading a new cartridge using the proper technique, allowing the caller to resume insulin therapy. The issue was resolved.